Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. Before firing, a handle dysfunction during squeezing was noticed. The device was replaced to complete the procedure. There was no patient injury.